Manufacturer narrative:
(B)(4). The failure "device didn't turn on" was confirmed. The device's limited power source (lps) and main printed circuit boards (pcbs) were returned for investigation. No anomalies were noted upon visual examination, however, the device would not power on in battery operation. Two fuses were measured as open circuit with a short circuit across components on the main pcb. These components were replaced and the device was then observed to charge up as normal.

Event description:
It was reported that during ventilator maintenance, when the power source button was pressed, the device didn't turn on. When the technician plugged it into a power source, smoke was generated from the device body. He then unplugged it. There was no patient involvement. There is no report of death or injury associated with this event.

Manufacturer narrative:
(B)(4).